Event description:
The patient reported that she experienced high blood glucose (bg) levels reaching over 250 mg/dl and had to seek medical attention at the emergency room (ER) because she was unable to activate her pod. She had pre-filled the pod, but by the time she attempted to activate it, more than two hours had passed, rendering it unusable. As a result, she was not wearing the pod and had no insulin delivery, which led to symptoms such as cold sweats, dizziness, lightheadedness, blurred vision, nausea, and disorientation. She was treated with fluids and insulin during a five-hour visit on (B)(6) 2025. Since the pod was never activated, system logs, alarms, and physical assessments of the pod (such as cannula insertion or insulin leakage) were unavailable. The patient expressed a need for a refresher training on how to properly use the product. Multiple follow-up attempts were made by phone, but the patient did not respond.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.